Event description:
The consumer alleges the chair will go in circles and makes it difficult to go through doors. The consumer believes the right motor is not always engaging. No serious injury is alleged.

Manufacturer narrative:
The consumer states that back in (B)(6) 2011 the chair went in circles and it was difficult getting through doors. The consumer believes the issue is the left motor. Consumer sustained brusing. Evaluation: no RMA has been issued for this device. The product has not been evaluated as of this MDR submission. The dealer stated the device is out of warranty due to modifications made by the customer and the consumer stated they are unable to pay for service.

Manufacturer narrative:
(B)(4).

Event description:
The consumer alleges the chair will go in circles and makes it difficult to go through doors. The consumer believes the right motor is not always engaging. No serious injury is alleged.